Manufacturer narrative:
This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this left ventricular (lv) lead was explanted at a surgical intervention as there is reasonable evidence suggesting that the lv lead dislodged. The lead required repositioning initially due to the patient anatomy, therefore, the physician decided a change to a straight lv lead instead of the existing spiral one. No additional adverse patient effects were reported.